Manufacturer narrative:
Investigation summary no product was returned for investigation. Thrombosis/ ischemia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1951045 device history batch subcomponent lot: n/a device history review device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support during a high-risk percutaneous coronary intervention. Following the procedure, the device was explanted and the site closed with a manta device. After closure, distal pulses were not initially palpable by doppler, though they had been present before explant. Contralateral femoral access was obtained, and angiography revealed thrombosis of the common femoral artery. The patient underwent penumbra thrombectomy. Light oozing at the access site was managed with proper dressing care.